Event description:
Patient was placed on tandemheart support in '08 following an mi with cardiogenic shock, and history of cardiomyopathy. During the entire support duration, patient was believed to be neurologically intact. Approximately 10 days later, support was discontinued when the patient was placed on bypass in preparation for a heart transplant. The patient was successfully transplanted, but after several days when the patient did not awaken, a scan was performed and an ischemic cerebral infarct was noted. Cardiac assist was notified of the incident during a followup call about 19 days later.

Manufacturer narrative:
Evaluation summary: early during support, the clinicians reported problems maintaining recommended ptt levels with levels in excess of 280 seconds, and levels as low as 41 seconds reported. During support, it is recommended that ptt levels be maintained between 65 and 85 seconds. Although low ptt or act levels are known to cause potential clotting in circulatory support loops, it cannot be established if this was related to the embolism. Subsequent to support, the patient was placed on bypass, and received a heart transplant. Although embolisms are also a known complication of these procedures, it cannot be established from the available information if these procedures may have precipitated the event.